Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The battery lost three years of longevity in one year's time. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The pacemaker remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The battery lost three years of longevity in one year's time. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The pacemaker remains in service at this time. No adverse patient effects were reported.